Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received an alert 32 while the device was low on insulin. The user completed a supply change and successfully resumed insulin delivery. There was no report of end-user harm or adverse event associated with this case.